Event description:
Information was received regarding an unspecified cadd product. It was reported that patient's new infusion site was placed 11 november and it has not been going well. She noted feeling awful like her head was going to "explode." She added that on 03 dec, after the cartridge change, she had a "blockage detected" alarm so she stopped and restarted the pump. Suddenly over the next couple hours, she noticed feeling unwell and dizzy. Her face was flushed and her vision was not quite right; her site suddenly got really red and painful. Patient was on remodulin subcutaneously. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Corrected data: product code was provided.